Event description:
It was reported that (2) lcsc5 were used during a lap esophagectomy procedure. It was reported by the rep that the shears lock out resulting longer procedure which converted to open. There was extended or time by one hour and thirty minutes. In 2000 this writer contacted the md. The md stated the procedure was not converted to open. He stated the device did not work and made the case difficult. The md would not provide any add'l info and referred this writer to the sales rep. Rep responded and stated he was present for the case and the md did convert to open due to the device locking out.